Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the right atrial (ra) lead exhibited low p wave amplitudes and a high out of range pacing impedance, greater than 3000 ohms. The device was programmed unipolar and the ra lead was not in use. This ICD remains in service. No adverse patient effects were reported.